Event description:
It was reported by service report that the pt right stirrup was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken screw where slide assembly attaches to abduction assembly.